Event description:
The reporter stated the surgeon inserted and removed an aq2015a silicone aspheric three piece lens. Lens was removed due to a broken haptic. The incision was enlarged and no sutures were required. The reporter stated this incident was due to loading error. Another same model and same size lens was implanted.

Manufacturer narrative:
(B) (4). (B) (4).